Event description:
An orthopedic surgeon used this product to repair an coronoid fracture of the elbow. It's instrumentation is poor and it came without a safety guide for pin placement. Other instruments like this usually have a sheath that helps to guide the surgeon when placing the pin. Dates of use: 2008. Diagnosis or reason for use: elbow injury.